Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit found the instrument made an abnormal working sound. The fse replaced the shock absorber pad. All functional and safety test were performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp)is a bit loud when the instrument is turned on. There was no patient involved.